Manufacturer narrative:
Updated fields: h3/h6/h10. Corrected fields: d9 (date returned)/e2/e3/g2 (added selection) as information was inadvertently missed on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Even after long-term testing, the reported image problem could not be reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the event was not duplicated. In addition, the following malfunctions were also found during the device evaluation; damaged optical fiber bonding at the distal end and a cut in the gray protective sleeve. These defects were likely caused by improper handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the scope¿s image was purple and flashing. There were no reports of harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided.